Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device had reached normal elective replacement indicator and was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure and at follow up on (B)(6) 2015. The patient would continue to be monitored.